Event description:
Additional information was received from the patient who reported that the serial numbers inside the ptm (personal therapy manager), both the one she had and the one that was just sent to her, had fallen off. It was reviewed that the serial numbers were on a very secure sticker inside the battery compartment. She then stated that she was not sure but didn¿t recall removing them and she was not sure which ptm to return. Per the patient, they were both working fine once she started using the correct batteries.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported that she didn't get an antenna so she was not sure if she was using her ptm correctly. She reported she was able to give herself a bolus. Patient services reviewed if she was able to give herself boluses then everything should be working fine. She reported she does still have a "pulling and gravity sensation". Patient services redirected to hcp.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient receiving dilaudid (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient reported they believe someone was hacking their implant and possibly taking their medication. The patient was asked what led to the patient believing this was happening. The patient started by saying she "didn't know where to start" and then reported that they have had identity theft happening for about 5 years. The patient suspected it was someone from the medical field since they had been on a waitlist for the pump. The patient stated they have made several police reports and has spoken to the federal trade commission regarding their issue. The functionality of the pump was reviewed with the patient and that the only way the medication could be removed from the pump is if someone physically accessed the pump reservoir to take out the medication. The patient reported that she believed this is what was happening to them. The patient stated they "look like a junkie" due to all the bruises they have. The patient started feeling really bad, "like she was going through withdrawal", around (B)(6) 2021 which was also another reason why they think someone was hacking their implant. An attempt was made to redirect the patient to their hcp, however, the patient continued to provide different information and was not clear on dates or details. The patient reported that their patient therapy manager (ptm) has been giving them issues (locking them out when they shouldn't be) and had been redirected to their hcp. The patient then reported that they had their ptm replaced twice in the past as well as gotten an antenna replacement (see related files). The patient also reported that they have refills about every three months and their next refill is in (B)(6) 2021. An email was sent to request a new ptm and antenna. The patient was redirected to their hcp to further discuss issues with the pump. The patient called back to verify which ptm was supposed to be returned. The patient was able to use the ptm and confirm bolus settings (4x/day, 1x/360 min, 1x/6hours). The patient was able to connect to the pump, however, was using super heavy duty batteries. The patient called back and has corrected the batteries and was able to bolus.